Event description:
It was reported that the patient was only able to feel stimulation in her legs since a motor vehicle accident in (B)(6) 2011. It was noted that prior to the accident, the patient was able to feel stimulation in her back and legs. It was further noted that the patient "hit her head in the accident, experienced headaches for about 2 weeks and had a seizure in her sleep." The patient stated that she "saw the manufacturing representative in the clinic and got overstimulated." After decreasing the stimulation, the patient felt better. The patient further noted that she no longer recharged while on her back because her back became red and hot when she tried this. The patient had a scheduled physician's appointment for the (B)(6) 2012 to "discuss options for pain and have an x-ray performed for lead placement." Additional information reported that 2 weeks after the accident, the patient had an x-ray performed and was prescribed ibuprofen. It was also noted that the patient "only felt stimulation in her legs and suffered from memory loss." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had memory loss from the accident. The patient also began taking an oral oxycontin, 15 milligrams, and was allergic to morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d09395, implanted: (B)(6) 2011. Product type: accessory: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 291320001, implanted: (B)(6) 2011. Product type: accessory. (B)(4).